Event description:
Medtronic received information that following the implant of this bioprosthetic valve, echocardiographic findings indicated that one of the valve leaflets was not opening. The surgeon went back onto bypass and reopened the heart and looked at the valve, which appeared to be satisfactory. Again, the valve was still leaking when checked on echo. As a result the valve was explanted and replaced with another manufacturer's pericardial valve, with no adverse patient effects.

Manufacturer narrative:
(B)(6). The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, green and white multifilament sutures remained attached on the inflow and outflow of the sewing ring. All leaflets were in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were flexible and intact. All commissures were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion at all flow rates (equivalent to ~2 l/min, 5 l/min, and 7 l/min cardiac output). The leaflets opened and closed fully in a synchronized manner with no evidence of leakage at closure. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. The non-coronary cusp was slightly stiffer than the left and right cusps. This is likely artifact due to a combination of blood exposure and the in-house decontamination process. Conclusion: analysis could not confirm the clinical observation as the valve functioned normally during laboratory testing. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.